Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the cable, ict to ict preamp and the ict assembly which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results related to issues with the alinity c (serial number (B)(6) since the parts were replaced. A review of tracking and trending did not identify any trends for the cable, ict to ict preamp or the ict assembly. A review of the alinity c tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cable, ict to ict preamp and the ict assembly or the alinity c processing module, serial (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. Completed information: postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples on 09oct2020. The following example data was provided: sample 1: initial result = 119 mmol/l, repeat = 136 mmol/l no impact to patient management was reported.